Manufacturer narrative:
One aspiration handpiece in its original packaging was returned for evaluation. The visual examination found residual fluid in the aspiration hole. The tip of the handpiece was inspected under a microscope and no burrs, rough edges or other deviations could be observed. The lot history, trend analysis and directions for use were reviewed and found to be acceptable. The handpiece met specification at the time of release. The root cause of the reported problem could not determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(4) indicating that during the procedure, while polishing the capsule with the aspiration handpiece, the capsule ruptured. The doctor was able to implant a toric lens as planned but due to the capsule tear the doctor did not rotate the iol in the right axis and left the lens in the original position. The results are satisfactory for the patient.